Manufacturer narrative:
Please disregard this report number 1423537-2026-00050. The product sample received for evaluation has been identified as not originating from cardinal health. Customer confirmation further verified that the reported issue does not involve the cardinal health product 43304 1.9 fr argyle dual lumen PICC. It has therefore been determined that this complaint was inadvertently submitted to cardinal health. Consequently, this complaint will be formally closed, and no further action is required from cardinal health.

Manufacturer narrative:
Section d2a product code (additional code): foz. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that there was an order to pull the PICC line out 1cm. After prepping everything as usual, they removed the dressing with no difficulty and proceeded to pull back the PICC. After pulling back on the line just past the insertion site, lipids started pouring out of the catheter. There was no harm reported.